Event description:
Customer reported that upon power up the unit would alarm and present a non-resettable alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20/aug/2018. Date received by manufacturer: 28/jun/2018. The site confirmed the alarm was for a primary alarm failure. The problem was identified on site by a field engineer as the motor controller board was unseated from its socket. Once reseated the unit was tested and found functional. The cause of the part becoming knocked loose could not be determined.

Event description:
Customer reported the error code displayed by unit was primary alarm failure.